Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-02140. It was reported the patient stimulation decreases by itself. Diagnostics discovered leads with high impedance. In turn, reprogramming was unable to resolve the issue. Surgical intervention steps were taken where both leads was explanted and replaced. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported. Therapy was restored post operation.